Event description:
It was reported that the patient's implantable cardiac defibrillator (ICD) was interrogated and was found to be in backup vvi mode. The physician turned off ICD high voltage therapy as patient was made do-not-resuscitate (dnr) and has terminal cancer. Physician later programmed the ICD back to normal device settings. The patient was in stable condition.